Event description:
Implant placed 6/4/96. Failed and was removed 12/4/96. One person affected.

Manufacturer narrative:
The implant has been returned. It was evaluated and found to be clean and to meet spec. Clinical studies and published literature indicate that a 3-5% failure rate may be encountered, even with the best care. The implant is not believed to be the cause of failure.